Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) reached a battery status of end of life (eol) and it was inquired as to how much longer this ICD could be left implanted.